Manufacturer narrative:
The suspect medical devices have not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical devices are returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral holmium laser enucleation of the prostate (holep) procedure, the ceramic insulation at the distal end of two inner sheaths broke off and fell inside the patient. However, no fragment remained inside the patient since they were reportedly retrieved. The intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: contrary to the information previously supplied, only one inner sheath was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath is damaged. A large fragment is broken off and missing. Furthermore, there are several spots on the remaining portion of the ceramic insulation showing signs of laser-induced thermal overload. In addition, the laser labeling of the inner sheath is faded and shows minor traces of rust. Rust can also be observed at the sheath tube and at the irrigation ring. The cause of this damage and the breakage of the ceramic insulation is wear and tear in combination with laser-induced thermal overload. Therefore, this event/incident was attributed to use error. In addition, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.